Manufacturer narrative:
The customer reported that the numerics and waveforms are blinking in and out on this unit. According to the customer, the issue started after the software was upgraded to 01-46. Per the customer the issue is resolved for a while by removing the transport monitor and rebooting the g9; however, the issue returns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the numerics and waveforms are blinking in and out on this unit. There was no patient injury reported.

Event description:
The customer reported that the numerics and waveforms are blinking in and out on this unit. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the numerics and waveforms are blinking in and out on this unit. According to the customer, the issue started after the software was upgraded to 01-46. Per the customer the issue is resolved for a while by removing the transport monitor and rebooting the g9; however, the issue returns. There was no patient injury reported. Investigation summary: the device logs were collected and reviewed by nkc. Nkc investigated the trigger events for redrawing the waveforms from the software source code. As a results, we were able to confirm the reported issue. Based on the system log and the reproduced events, we determined that it was the same as the event that occurred at the customer's site. To resolve the issue the customer's software will be updated. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/04/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 09/10/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 09/16/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.